Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm 10cm 155 saber rx percutaneous transluminal angioplasty balloon catheter was inserted into the patient and delivered to the lesion but when inflated it ruptured at 10 atm. Therefore, it was replaced an saberx balloon catheter and the procedure completed. There was no reported patient injury. The product was stored and handled properly according to the instructions for use. There was no difficulty removing the product from the hoop, nor the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e maintain negative pressure). The user was trained to the device. The lesion was the left superficial femoral artery which had severe calcification. There was moderate vessel tortuosity. There was 90% stenosis. The device was not used for a chronic total occlusion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was never in an acute bend, nor did it kink while being used. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. The product was removed intact (in one piece) from the patient. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5mm 10cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter was inserted into the patient and delivered to the lesion but when inflated it ruptured at 10 atm. Therefore, it was replaced with another saberx balloon catheter, and the procedure completed. There was no reported patient injury. The product was stored and handled properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, nor the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e maintain negative pressure). The user was trained to the device. The lesion was the left superficial femoral artery which had severe calcification and 90% stenosis. There was moderate vessel tortuosity. The device was not used for a chronic total occlusion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was never in an acute bend, nor did it kink while being used. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. The product was removed intact (in one piece) from the patient. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82233765 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with stenosis likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.